Event description:
The customer contact reported a nondelivery. On an unspecified date and time the pump was programmed to deliver an unspecified antibiotic. No specific programming parameters were provided. The customer contact reported that the medication was not delivered. There were no reported adverse patient effects. No medical interventions were required. The customer tested the pump with the tubing loaded correctly; the pump functioned as expected. Though requested, no additional information was provided.